Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage and catheter damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: the patient came to our hospital for emergency treatment on june 23th due to pesticide poisoning. When the indwelling needle was placed in the patient, it was found that the indwelling needle damaged and the channel leaked blood, and replaced for patient immediately, secondary trauma to the patient delayed treatment. Updated from the sales rep on 1, july; after the patient was injected with the indwelling needle, the patient was found to have leakage of blood and was removed. Careful observation of the indwelling needle revealed that the needle was bent and the catheter was damaged.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 8358945. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided by the facility for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been re-communicated.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage and catheter damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: the patient came to our hospital for emergency treatment on (B)(6) due to pesticide poisoning. When the indwelling needle was placed in the patient, it was found that the indwelling needle damaged and the channel leaked blood, and replaced for patient immediately, secondary trauma to the patient delayed treatment. Updated from the sales rep on (B)(6); after the patient was injected with the indwelling needle, the patient was found to have leakage of blood and was removed. Careful observation of the indwelling needle revealed that the needle was bent and the catheter was damaged